Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12483. Note: the patient received two leads from the same lot for device 1. Note: the patient received two leads from the same lot for device 2. It was reported the patient experienced painful stimulation from the supra-orbital leads (off label use.) The patient also reported she experienced unintended stimulation in her neck from the occipital leads(off label use.) The physician explanted and replaced the leads. Post-operative programming provided effective stimulation which resolved the issue.